Event description:
Per (B)(4) MDR: company representative has stated that the above listed device has been found to have loose screws in the adjustable caster housing. There are two sets of screws attached that are not being tightened during production. This may cause the caster journal to be loose and come out of alignment when used by a consumer. No injury.